Event description:
The pt experienced shocking/jolting at the implant site; the device worked well otherwise. The pt was redirected to her physician. Additional info has been requested from her healthcare professional.

Manufacturer narrative:
(B) (4).